Manufacturer narrative:
Section a2, a3a, a3b, a4 and a6: unknown, information was requested but not provided. Section h6: health effect - clinical code: 4581 - this code was used for the reported lens dislocation. Section h6: health effect - impact code: 4625 - sutures. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no further actions are required. Conclusion: based on the investigation, the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was explanted from the patient¿s right eye in a secondary surgical procedure due to dislocated and subluxed iol. It was noted that this was a ten (10) years status post cataract extraction (ce) of iol. It is unknown if the issue affected patient's daily activities. The replacement lens was a different model and lower diopter (ar40e,13.0d). There was no unplanned vitrectomy or incision enlargement required, but sutures used. It is unknown if there was a delay in procedure, if medication outside of standard care prescribed or if patient seek medical attention. The patient has fully recovered. It was confirmed that the direction for use were followed. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 20, 2024 . Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal the returned lens was received cut in half, coated in viscoelastic, and with the two halves stuck together. The lens pieces were separated and cleaned presenting with no additional issues. The complaint issues were not identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Historical review: a search of complaints related to this production order was performed and one additional complaint file was found which the complaint issues could not be confirmed to be related. Therefore, no further actions are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.